Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was thought to be clogged. It was explanted and a trabeculectomy was performed. The surgeon was unwilling to provide further info.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The surgeon was unwilling to provide further info. (B)(4).